Manufacturer narrative:
The reported defective component is supplied complete by a sub-contractor. The sub-contractor has been notified of this incident. No other reports have been received for this component lot and is considered to be an isolated occurrence. This component from this supplier has been used for more than 2 years without any reported incidents.

Event description:
Stainless steel shaft swab was used to collect nasal sample from patient. The tip of the swab was retained in the patient's nose. Patient was referred to an ear, nose, and throat physician to have the tip removed. No follow up visit or further treatment is being pursued.